Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical devic removal') and pregnancy with contraceptive device ('pregnancy: no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ left occlusion only". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal, pregnancy with contraceptive device and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: case was upgraded to incident. The event injury nos was updated to event medical device removal, psych injury, pregnancy (no complication), tubal patency. Laboratory data was added. Essure insertion and removal dates were added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical devic removal') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ left occlusion only". The patient's medical history included cesarean section (3 times) and ectopic pregnancy (2012,2013). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy: no complication"), 1 year 2 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced psychological trauma ("psych injury") and migraine ("migraine headache"). The patient was treated with surgery (salpingectomy unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, pregnancy with contraceptive device, psychological trauma and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered medical device removal, migraine, pregnancy with contraceptive device and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) , other (please describe) the right fallopian tube had only partial filling of contrast. Imaging procedure - on (B)(6) 2014: essure confirmation test: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received. Reporter's information added. Event: migraine were added. Lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ left occlusion only". The patient's medical history included cesarean section (3times), ectopic pregnancy (2012,2013), abdominal pain and vaginal pain. Previously administered products included for an unreported indication: methotrexate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraine headache"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy: no complication/pregnancy (with complication) cesarean section"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy unilateral/tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, psychological trauma and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: approximately 5 mm of opacification of the right fallopian tube which terminates abruptly most consistent with prior a right salpingectomy . Tubal spasm cannot be excluded especially considered the effusion history discrepancy. As per mr: history of left salpingectomy due to ectopic pregnancy prior to essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) , other (please describe) the right fallopian tube had only partial filling of contrast impression: single essure coil located in the left fallopian tube ,complete occlusion of the left fallopian tube and satisfactory positioning of the left essure coil. Approximately 5 mm of opacification of the right fallopian tube which terminates abruptly most consistent with prior a right salpingectomy . Tubal spasm cannot be excluded especially considered the effusion history discrepancy. Findings indeterminate for an accurate type morphology of the uterus versus a possible fundal fibroid.. Imaging procedure - on (B)(6) 2014: essure confirmation test: left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ left occlusion only". The patient's medical history included cesarean section (3times), ectopic pregnancy (2012,2013), abdominal pain and vaginal pain. Previously administered products included for an unreported indication: methotrexate. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraine headache"). On (B)(6)2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy: no complication/pregnancy (with complication) cesarean section"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy unilateral/tubal ligation). Essure was removed on(B)(6)2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, psychological trauma and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2015. The reporter considered menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: approximately 5 mm of opacification of the right fallopian tube which terminates abruptly most consistent with prior a right salpingectomy . Tubal spasm cannot be excluded especially considered the effusion history discrepancy. As per mr: history of left salpingectomy due to ectopic pregnancy prior to essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: unilateral occlusion (left tube occluded) , other (please describe) the right fallopian tube had only partial filling of contrast impression: single essure coil located in the left fallopian tube ,complete occlusion of the left fallopian tube and satisfactory positioning of the left essure coil. Approximately 5 mm of opacification of the right fallopian tube which terminates abruptly most consistent with prior a right salpingectomy . Tubal spasm cannot be excluded especially considered the effusion history discrepancy. Findings indeterminate for an accurate type morphology of the uterus versus a possible fundal fibroid.. Imaging procedure - on (B)(6)-2014: essure confirmation test: left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pregnancy with contraceptive device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs and mr received. Reporter information, medical history added. Events: abnormal bleeding(vaginal, menorrhagia) added. Event medical device removal updated to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.